Manufacturer narrative:
The failure for overheating was confirmed by the repair technician through disassembly and visual inspection. The components of the drill were worn, including the coupler and bearings. Since the device was a loaner unit, it will not be returned to the user facility.

Event description:
It was reported that during setup at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.